Manufacturer narrative:
No product was returned for evaluation as it remains in-situ. Review of provided lateral radiographs confirmed the alleged event. The root cause can not be confirmed, however review of provided information and communication with surgical staff suggest patient bone quality may have contributed to the event. Labeling review: "...contraindications - contraindications include, but are not limited to: 5. Patients with inadequate bone stock or quality..." "...potential adverse events and complications - as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: bending, fracture or loosening of implant component(s), loss of fixation, fracture of the vertebra..." "...warnings, cautions and precautions - correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..."

Event description:
On (B)(6) 2020 patient underwent a anterior lumbar interbody fusion procedure at l5-s1 levels. On (B)(6) 2020, while at the hospital the patient was walking and felt a "pop". X-rays reveled a screw back out and pars separation. On (B)(6) 2020, the second part of the procedure was performed, where the construct was backed up with percutaneous pedicle screws. Patient will continue to be monitored, for any further l5 screw movement. Reportedly, the patient is doing well after posterior stabilization.